Event description:
Per the end user, circumferential red rash like area under the tape collar. End user also has itching and burning from this area. Changes skin barrier every 3 to 4 days. No further info provided.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, no diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.